Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the jaw could not be opened at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested to clarify if the device was locked on tissue and if so, how was it removed.